Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated; however, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On february 4, 2021, lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately erratic. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information obtained when the cca listened to the call recording as the patient could not be reached to obtain additional information. The patient reported that the alleged inaccuracy issue began at an unspecified time on (B)(6) 2021. The patient claimed obtaining results of ¿600, 360 and 370 mg/dl¿ with the subject device, performed within 20 minutes of each other. The patient manages his diabetes with insulin (unspecified type, 10-14 units, 3 times per day, adjusted according to what he ate and meter readings) and he reported that due to the alleged inaccuracy issue, he changed his medication, reportedly administering more insulin; however, he could not remember the exact dosage change. The patient reported that on the evening of january 21, 2021, he took his late shot of insulin (unspecified dose), went to sleep, and then became ¿unconscious¿. The patient advised that the emergency medical services (ems) were contacted and that on their arrival at around 1 a.m., on (B)(6) 2021, they tested his blood glucose using their device and reportedly obtained a reading of ¿22 mg/dl¿. The patient reported that the ems treated him with insulin; however, it remains unclear if this is correct or if he was in fact treated with glucose given his blood glucose was reportedly measured at ¿22 mg/dl¿. The patient advised that he was subsequently taken to the emergency room (ER) and admitted to hospital for 3 to 4 days where he was ¿constantly tested¿. It is not known if the patient received further treatment whilst in hospital as he could not be reached to obtain additional information. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion. Although unclear what type of treatment was administered to the patient, presumably, the attending ems provided medication to increase the patient¿s blood glucose.